Manufacturer narrative:
(B)(4). Concomitant medical products: 51-100050- tprlc 133 fp type1 pps so 5.0- 6156043. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-03840. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hemi hip arthroplasty the surgeon found the stems protruding out of the plastic blisters and stuck in the unsterile cardboard box. Surgeon had to downsize in order to get stem to fit. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Evaluation of the returned product/photographs provided confirmed the following: lot #2852258 sterile packaging blister and outer carton are damaged. Therefore, the reported event is confirmed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The likely condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event it likely to be damage during transit. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.